Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Reference MFR. Report: 1627487-2019-10390. 1627487-2019-10394. 3006705815-2019-03527. It was reported patient was having ineffective coverage of therapy and underwent surgical intervention where the paddle lead was left in place and both the extensions were explanted . Ipg was also explanted as the physician noticed liquid in one port and was partially out of pocket , so the ipg was replaced . Effective therapy was restored post operatively .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.